Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited error code 41541. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
Corrected data: d4 UDI number one device was returned for evaluation. Visual inspection revealed no physical damage. The event history log was reviewed and functional testing was able to replicate the reported issue. The root cause was determined to be the lock sensor. The lock sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.